Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and it was determined that the malfunction did not recur. The customer was cleared to continue using the pump and advised to call back if any issues arose.